Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank and unreadable. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue.